Event description:
The pump was returned for investigation. Investigation revealed that the pump booted with a dim and faded display. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: the pump booted with a dim and faded display. Pump was opened, and a test display screen was mounted for testing purposes, the pump was able to boot up with a fully illuminated and colored display. (B)(6). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.